Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer's blood glucose (bg) was displayed as "high" (specific value was not provided) with trace ketones. Customer administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.